Manufacturer narrative:
There were no alarms on the last calibration performed on 25-feb-2021. Quality control were within range, showing no indication of a reagent or instrument performance issue. The investigation could not identify a product problem. The cause of the event could not be determined. UDI number (B)(4). This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas 6000 e 601 module. The sample initially resulted in a hcg + beta value of 0.241 miu/ml and this value was reported outside of the laboratory to medical personnel and the patient. The sample was repeated, resulting in a value of 988.5 miu/ml. The repeat result was believed to be correct since the patient is pregnant. The hcg + beta reagent lot number was 470489. The reagent expiration date was requested, but not provided.